Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. There were 2 leaking values. The facility technician ordered a flow regulator and loading pressure regulator to replace but parts were on back order. Machine has been out of service. Technician will replace the flow regulator and loading pressure regulators when parts are received.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prim (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.